Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs stat results for 1 patient on a cobas 6000 e601 module. The result from the lithium heparin plasma sample was 18 ng/l, confirmed at 17 ng/l on another cobas analyzer. The result form the serum sample was 9 ng/dl, confirmed at 8 ng/l on another cobas analyzer. A follow-up plasma sample drawn approximately two hours later gave a result of 18 ng/l. Clinically, acute coronary syndrome (acs) was excluded, and the higher plasma result was discrepant with clinical expectations.